Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date: unknown the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-03500. It was reported one of the patient's leads was found to have migrated. In turn, the lead was repositioned via surgical intervention on march 13, 2020 to address the issue. Note: both of the patient's leads are being reported because it's unknown which lead was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2020-03500.